Event description:
Information received indicates, the caster pivots after the brake is set.

Manufacturer narrative:
The technician found the pivot lock mechanism was worn and replaced the casters to repair the stretcher.